Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red call doctor icon was observed via remote monitoring of this pacemaker system due to a high out-of-range right ventricular (rv) lead pace impedance measurement greater than 3,000 ohms. This pacemaker system remains in service, and no adverse patient effects were reported. The patient was referred to the clinic.